Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an infected wound under the lifevest equipment. Patient described the area as rubbed raw under breast area that became infected and started to smell. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the wound. Reporting out of an abundance of caution. Outcome of the wound is unknown as follow up attempts were unsuccessful.